Event description:
Olympus was informed that the maj-855 auxiliary water tube was used by the user facility as a connector between a scican innova e3 automatic endoscope reprocessor (aer) and the auxiliary water channel of olympus 180 series gastroscopes. Olympus was also informed that when the maj-855 was used in this configuration, the aer does not generate sufficient pressure to reliably force disinfectant through the one-way valve of the maj-855 into the endoscope. There were no reports of any infections associated with this report.

Manufacturer narrative:
No devices were returned to olympus for evaluation. Olympus has communicated with interior health, the parent agency for the user facility and advised that the maj-855 auxiliary water tube was not designed to be used in the described configuration and that olympus does not support, promote, or otherwise endorse the use of the maj-855 tubing with the innova aer. The user facility was provided the current instructions for use for the maj-855 auxiliary water tube, and olympus was informed that the appropriate connectors are now being used during reprocessing. Olympus was informed that the endoscopes received manual cleaning prior to being placed in the aer. Interior health has stated that there are no recommendations for further pt testing, treatment, or follow-up due to the very minimal risk of infection associated with this occurrence. Interior health has elected to notify in excess of 8,000 pts of this matter. Olympus was also informed that inland health consulted with subject matter experts and public health authorities as part of their assessment into this matter. The intended use statement of the maj-855 states: this instrument has been designed to be used with an olympus endoscope with auxiliary water feeding, a water pump and other ancillary equipment. Do not use this instrument for any purpose other than its intended use. The cause of this phenomenon appears to be due to user error. This report is being submitted as a medical device report in an abundance of caution.